Manufacturer narrative:
The device was received for evaluation. During evaluation, the device number one key had a delayed response. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a failed keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It during evaluation of a returned spectrum pump, the device number one key on the keypad had a delayed response. No additional information is available.